Event description:
Pt undergoing procedure. Medtronic ave coronary stent dislodged from delivery balloon in right coronary artery. Attempts to advance stent to distal segment failed. After consultation, it was determined that the stent was lodged in the prox paa. Ptca performed with stenosis decreasing from 90% to less than 10% residual. Good flow at the stent site noted. Pt was discharged to home on the day after the event date.